Event description:
Device issue: breakage of device. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in an unspecified vessel, the supra core guide wire was inserted into the guiding catheter and resistance was felt. The guide wire coating was noted to be peeling off and coils were unraveling; however, there was no separation of the device. The guide wire was removed from the guiding catheter and another unspecified guide wire was used successfully. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with blood on the core consistent with handling or at least partial insertion into the guiding catheter. The reported unraveling of the intermediate coils was confirmed. The intermediate ribbon coils were not intact with the proximal solder and were stretched and unraveled 46.4 cm distal to the proximal end of the guide wire, for a length of 1.2 cm. The ribbon coil was still intact and not in two pieces. The unraveled portion of the ribbon coil likely contributed to the reported resistance with the guiding catheter. Ribbon coil detachment of this type can occur due to, but not limited to, manufacturing, interaction between products, and/or corrosion damage. During the analysis of the wire, there was no corrosion noted at the proximal solder site. In this case, a cause of the ribbon coil detachment could not be determined. The stretched ribbon coils in this case appear to be a result of the detached coils interacting with the guiding catheter while advancing. Analysis was unable to confirm the reported teflon peeling. There was no peeling or damage to the teflon coating noted. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the on line reliability testing for this lot showed all samples met all manufacturing criteria.